Event description:
A customer reported experiencing cgm error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, after which the error did not reoccur. The customer was advised to wait 20 minutes before starting the sensor session, and they understood and acknowledged the instructions.